Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: opening on posterior and underweight. A visual and microscopic analysis was performed which identified: sharp opening on posterior, wear abrasion and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: sharp opening on posterior assessed as an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture"and "bilateral exchange from textured to smooth implants due to the patients concerns with the product. Device remains implanted.